Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from a driveline infection of staphylococcus aureus on (B)(6) 2022. The patient was treated with 2 courses of cephalexin(keflex) 500 milligrams(mg), 2 capsules of q8h- 10-day supply each on (B)(6) 2022 and (B)(6) 2022.

Event description:
The cause of the infection was believed to be from dropping the equipment and not wearing their cathgrip. The patient was reeducated about sterile dressing changes, showering, cathgrip use, and management of their equipment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.